Event description:
The user received questionable results for alkaline phosphatase according to (B)(4) on the cobas c111 analyzer for one patient sample. The initial result was - 3 u/l. This result was accompanied by a data flag. The sample was repeated with dilution which yielded a result of 166 u/l. The sample was repeated a second time which resulted at 14 u/l. This result was reported outside the laboratory. On (B)(6) 2010, the user repeated the sample a fourth time which yielded a result of 165 u/l. The alp2s result of 165 u/l was sent as a corrected report. The patient transferred to another hospital but was not admitted based on the erroneous result reported. No adverse events have been reported regarding this event. The reagent lot number for alp2s was 62688601. The field service representative was unable to determine a cause. He replaced the photometer lamp, and performed inspection and maintenance actions. Performance tests were run with all results acceptable.